Event description:
It was reported that intermittent undersensing on the discriminator channel was observed, leading to non-sustained lead noise episodes. Reprogramming of the device was performed. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.